Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: technical fault ppat out of range zero + full scale cannot be brought aligned to specs also flow sensor will not be calibrated.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: technical fault ppat out of range zero + full scale cannot be brought aligned to specs also flow sensor will not be calibrated.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During preventive maintenance the ventilator displayed a technical fault indicating that the ppat (proximal pressure) value was out of range. Both zero and full-scale values could not be aligned within specification. Additionally, the flow sensor could not be calibrated. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be a defective inspiratory valve. After replacing the inspiratory valve, the device passed all required tests and was released for use.

Event description:
Hamilton medical ag received the following incident description: technical fault ppat out of range zero + full scale cannot be brought aligned to specs also flow sensor will not be calibrated.